Manufacturer narrative:
Device is combination product. Patient identifier: (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that post a stenting treatment procedure, stent thrombosis occurred. The patient presented due to stable angina (ccs class 2) and was referred for cardiac catheterization which revealed 2 target lesions. The first was a 65% stenosed and 15mm long lesion located in the mid left anterior descending coronary artery (lad) with a reference vessel diameter of 2.25mm. It was treated with direct stent placement with a 2.25x24mm taxus liberte stent and post dilation resulting in 0% residual stenosis. The second was a 70% stenosed and 20mm long lesion located in the distal left circumflex (lcx) with a reference vessel diameter of 2.25mm. It was treated with direct stent placement of a 2.25x24mm taxus liberte stent and post dilation resulting in 0% residual stenosis. The patient was discharged 1 day later on aspirin and prasugrel. (B)(6) 2011: the patient was admitted with progressive chest pain and left arm pain with exertion. Cardiac catheterization revealed mild diffuse in stent restenosis of the lad, and 50% proximally. The lcx was found to have 90% in stent thrombosis in the mid and distal vessel. It was also noted at this time that the posterior lateral vessel was jailed by the previously placed stent in the lcx. Treatment of the distal lcx consisted of balloon angioplasty and placement of a 2.5x18mm promus stent followed by post dilation resulting in 0% residual stenosis. The event of thrombosis was reported to be resolving and the patient was discharged 1 day later on aspirin and prasugrel. It is the opinion of the physician that the event is related to the taxus liberte study stent implanted in the lcx.